Manufacturer narrative:
Findings: pump was received with button error alarm due to corroded keypad traces. Unit had cracked display window corner, cracked lcd window, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.